Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 140 mg/dl. Troubleshooting with tandem technical support indicated that pump was operating as expected; however, customer maintained that there was a fill estimate issue.